Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that they had a 50% or greater reduction in their symptoms when they first got the implant but for the past 2-3 days, the patient has been having a return of their symptoms of urgency-frequency and that it was like back to where they were prior to getting the implant. The patient stated they were going that morning of the call to take a test to see if they had a urinary tract infection (uti) and they called the nurse and the nurse told the patient to call the manufacturer company to see if they should make an increase to their stimulation. The patient stated that they had utis prior to getting the implant and that the nurse believed their potential current uti was related to the therapy no longer helping. The patient also stated they had a little bit of leakage and that sometimes they felt the stimulation and sometimes they didn't. Patient services advised the patient they could assist the patient in making a change to their settings but that they couldn't advise on what setting changes to make to help their current return of symptoms and that they should consult with their managing health care provider (hcp) to see if the hcp had suggestions about setting changes. The patient stated they would be seeing their nurse that morning and that they wanted to consult first with their hcp before making any changes. The patient stated they might call back for assistance in making an adjustment later once they spoke with their hcp.

Manufacturer narrative:
Review of this MDR showed that this event does not show there is information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device malfunctioned. This event does not meet the reporting r requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.